Event description:
Health professional reported other, specified as, "pneumonia." A lap-band ap system adjustment took place to treat event.

Manufacturer narrative:
Taper ii. The product associated with this report remains implanted at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with the reported. Further info from the reporter regarding the serial number has been requested. Pneumonia is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of pneumonia as follows: "other events associated with these explants were erosion (5% - 4/75), infection (4% - 3/75), gl disorders such as gastroesophageal reflux and/or dysphagia (11% - 8/75), lap-band system leak (4% - 3/75); one needle damage to shell and 2 access port tubing leaks, esophageal disorders, such as dilatation and delayed emptying (7% - 5/75), gastric perforation (3% - 2/75), one abdominal pain, and one respiratory disorder."